Event description:
Customer reported that she experienced high blood glucose of 400 mg/dl; treated with manual insulin injections. Customer reported that she woke up and found the screen on the insulin pump was blank. Customer changed the battery multiple times and received battery out limit alarms. Customer stated that she has received low battery alerts, auto off had no delivery alarms. Customer stated the batteries were out of the insulin pump greater than duration allowed. The no delivery alarm was resolved by a complete set change. Customer also stated that she was having trouble reading the screen because it is scratched. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.